Manufacturer narrative:
(B)(4). The incident electrosurgical pencil has been received, evaluated and found to function to specification. Testing was done specifically to try to replicate the reported spontaneous activation and it could not be replicated. If add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a lumpectomy procedure the surgeon obtained a superficial burn to the left forearm due to spontaneous activation of the pencil.